Event description:
It was reported that the patient was possibly having withdrawal symptoms. The patient's next refill was due in (B)(6) 2013. Additional information was provided that an x-ray was performed on (B)(6) 2013 which found the proximal catheter segment had migrated into the patient's peritoneal space, and was coiled. The patient had increased spasms, increased cpk, and increased irritability. A surgical intervention of the catheter was performed. The patient was hospitalized and recovered without sequelae. The pump was being used to deliver lioresal.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4) implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was last refilled on (B)(6) 2013. The pump was filled with gablofen. It was reported when the catheter was revised it was placed at the cervical spine and not the thoracic level and the patient's trip to the emergency room was attributed to this. The patient went into surgery again on (B)(6) 2013 to place the catheter thoracically. The problems resolved and the patient had no further issues. It was decided to discontinue the patient's care.